Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. Symptoms reported were: caller said the pt has been having urinary accidents as well as one bowel accident . Caller said a bowel came loose in one of the pp's depends. Caller said the pt has had 3 urinary accidents. Event date: (B)(6) 2016 urinary accidents pt said about 2 days after implant. On (B)(6) 2016 bowel accidents. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.